Event description:
I am writing on behalf of (B)(6). To inform you that we have received a set of user reports that appear to have been misattributed to our company. An intended graft was implanted appropriately into the patient's aortic area to repair an aaa (abdominal aortic aneurysm). A surgical complication occurred where a portion of the graft became dislodged and traveled down to the knee area.